Event description:
It was reported that a patient¿s ilet could not sustain charging on the provided inductive charging pad and wall adapter, with the device displaying approximately 20% battery and the pad light not remaining solid to indicate charging; troubleshooting confirmed correct orientation without clip, outlet function, and removal of potential inductive interference, and a replacement charger was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with power source checks, accessory verification, re-seating on the pad, environmental interference assessment, and confirmation of proper use and indicators. Investigation of this case revealed a malfunction of the charging accessory consistent with an external power/charging component failure, with resolution achieved through replacement of the charging pad and adapter and user education on proper charging. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging accessory with user factors ruled out through guided troubleshooting and confirmed correct use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.